Manufacturer narrative:
The field service engineer determined the issue was caused by the na electrode. An ise initialization and performance check were run. The ise tubing was checked. The na electrode, a probe, and the mix tower were replaced. Precision studies were successfully performed. Calibration and controls were successfully performed. The last calibration performed on 11-mar-2020 was ok. Quality controls were outside of range earlier on the day of the event, but were within range before and after the event. The sample centrifugation time was too short and the speed was too fast. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na+ electrode on a cobas integra 400 plus. The sample initially resulted with an na value of 155 mmol/l accompanied by a data flag. The sample was repeated, resulting with a value of 122 mmol/l and this value was reported outside of the laboratory. The sample was repeated again, resulting with a value of 135 mmol/l. The 135 mmol/l value was believed to be correct. The integra 400 plus analyzer serial number is (B)(4).